Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, undersensing was observed. The physician did not perform any intervention and the patient will routinely be monitored. The patient was stable.